Event description:
It was reported that a patient developed a baseball size hematoma behind her left breast after a CABG repair. The initial surgery was done in 2009 and a second surgery for the hematoma was performed in the next day. The surgical assistant did not know if the hematoma was from the tunneler or from a broken sternal wire. The nurses thought it was the wire. The doctor stated that he did not believe the tunneler malfunctioned in any way and that the patient had poor vasculature.

Manufacturer narrative:
No sample was available for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. Information received from the doctor stated that he did not believe the tunneler malfunctioned in any way and that the patient had poor vasculature. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.